Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). There were no visual issues with the da pcba. Functional analysis was performed, and the device passed pressure accuracy testing. In addition, the pil technician verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. The technician could not duplicate the failure from the service. The suspect da pcba operated without any issues. No fault was found.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that a 110d proximal pressure sensor range error occurred while the device was in use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The bme called technical support to report that a 110d proximal pressure sensor range error occurred. Per the service manual, the remote service engineer (rse) informed the bme that the manufacturer repair recommendation is to cycle the ventilator power to reset the proximal pressure sensor replace the data acquisition (da) printed circuit board assembly (pcba).

Manufacturer narrative:
H10: per good faith effort (gfe) response received 24jan2024, the biomedical engineer (bme) sent the device to bench repair. At bench repair, the service engineer could not duplicate the reported 110d "proximal pressure sensor range error" issue, but the 110d error code was found in the event log. The service engineer will order the data acquisition (da) printed circuit board assembly (pcba) for repair. Repair is still in progress.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the service engineer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
After receiving the new data acquisition (da) printed circuit board assembly (pcba), the service engineer performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.